Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment difficulties occurred. The target lesion was located in the superficial femoral artery (sfa). A 6mm-200mm/130cm innova¿ stent was advanced to the target lesion, but the stent didn't deploy completely. The whole sheath needed to be pulled out to release the remaining 50% of the stent. No patient complications were reported and the patient's status was stable.